Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter alleged that the pump was emitting a ¿strange¿ alarm. An attempt to contact the patient has been made. There was no further information available regarding the complaint available at this time; if further information is provided a supplemental report will be submitted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01/28/2015 with the following findings: a review of the pump¿s alarm history showed no alarms related to the complaint were recorded. During testing, the pump powered on to the ¿verify¿ screen with audio tones and vibrations. The pump was exercised for 24 hours with the returned battery cap and returned cartridge cap with no ¿strange¿ alarms occurring. Unrelated to the complaint, evaluation revealed that the battery compartment was cracked between the bumper pad and cover. Another battery compartment crack was observed on the side near the threads. Corrosion was observed inside the battery compartment. A leak test was performed and a battery compartment leak was found. The pump case was removed and no internal moisture was found on the printed circuit board or any other internal components. The complaint that the pump was emitting a ¿strange¿ alarm was not able to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.